Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon ruptured. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications reported.